Event description:
It was reported the customer received a motor error alarm during a bolus. The customer's insulin pump was not exposed to a high magnetic field. Customer's blood glucose was 120 mg/dl. The customer advised to disconnect from the insulin pump. No additional information provided.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. No motor error alarm noted and the motor tested outside device and passed. The insulin pump was received with scratched reservoir tube window, cracked case near lcd window corner and minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Wem thereforem consider this report complete to the best of our knowledge.